Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(6) per the instructions for use, the user is advised the following: use extreme caution during insertion of the cannula and cannula cap. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the obturators tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias8-dv 8 mm cannula cap & obturator with bladeless optical tip was being used on (B)(6) 2025 during a robotic hysterectomy and the "cannula cap had one plastic clip on the side of the cap that broke off and fell into patient's abdomen. Clip was retrieved without patient harm.¿ there was no impact or injury to the patient. The procedure was completed with a delay of ¿minutes¿. No alternative device was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, ias8-dv 8 mm cannula cap & obturator with bladeless optical tip was being used on (B)(6) 2025 during a robotic hysterectomy and the "cannula cap had one plastic clip on the side of the cap that broke off and fell into patient's abdomen. Clip was retrieved without patient harm.¿ there was no impact or injury to the patient. The procedure was completed with a delay of ¿minutes¿. No alternative device was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.